Event description:
The plaintiff's attorney alleged that the pt experienced a cardiopulmonary respiratory arrest and subsequently expired the same day after the use of the prod. The plaintiff's attorney alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo prod administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.